Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 23:00:10 with ultrafiltration reading was 1335ml during cycle three, indicating the home patient (hp) drained 1235ml more than their maximum programmed fill volume of 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The iipv was confirmed in the event history log review. There were two therapy parameters in this log which were inappropriately programmed: the initial drain volume alarm and the total uf. Both causes contributed to the iipv in this therapy but because the patient had a last fill of 999ml and the initial drain volume alarm was set at 200ml, this is the primary cause. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. If any additional information is received, a follow-up will be sent.